Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface ( gui) printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that during patient use a ventilator shut down. The patient was then transferred to an alternate ventilator. There was no report of patient harm as a result of this event.